Manufacturer narrative:
Failure analysis did not find a button error alarm. Failure analysis also found intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No unexpected battery out limit. (B)(4).

Event description:
The customer reported via phone call that they received a battery out limit alarm. Customer also reported the insulin pump was unresponsive and the alarm could not be cleared. It was also found the customer had a button error alarm. The customer stated the escape and act buttons were unresponsive. The customer's blood glucose was 128 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.